Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device. The distal end of the anchor has been fractured. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive force or contact with another source. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified arthroscopy, a twinfix ultra ha anchor broke while being implanted. The procedure was completed with a unspecified competitor device using the originally drilled bone hole and leaving no void in patient. There was a delay of less than 30 minutes and no further complications were reported.